Event description:
Reporter indicated that vns patient had passed away. The patient experienced no change in seizures with the vns theray and was receiving therapy at the time of death. Review of manufacturing records for both the pulse generator and bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.

Event description:
Death certificate was rec'd and statesas vollows: 1) immediate cause of death was pnemonia. 2) co-morbidities related to cause of death include changes related to brain tumor and secondary changes related to treatment of brain tumor. Primitive neuroectodermal tumor. 3) other diseases without direct association to cause of death: meningeoma (operata) and epilepsy.